Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m6207a602, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A single report was received that referenced six different incidences, which were associated with separate units, involving six different events. This is the first of six reports. Refer to 8030647-2017-00007 for the second event. Refer to 8030647-2017-00008 for the third event. Refer to 8030647-2017-00009 for the fourth event. Refer to 8030647-2017-00010 for the fifth event. Refer to 8030647-2017-00014 for the sixth event. It was reported that the oral swab sticks were breaking during use in patient's mouth's. Additional information was received on 07-jan-2017 stated, the customer had another broken swab that broke while in use with a patient which. This additional information brought the total number to six events. No injury reported. No additional information provided.